Event description:
The consumer alleges one of the legs snapped off, causing her to fall. No serious injury is alleged.

Manufacturer narrative:
(B)(4) retrospective review of this file based on protocol (B)(4), (B)(6) 2011 determined this is an MDR. RMA 859007436 has been initiated for this issue. Model 6240-2 serial number/date code (B)(4) is approximately 4 years and 5 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.